Event description:
The customer reported to olympus, the colonovideoscope exhibited insufficient air flow. The issue was found during preparation for use for a colonoscopy procedure. The procedure was completed with a similar device without any delay. The device was returned and an evaluation at the repair center revealed foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were few additional findings. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained. Air supply volume and water supply volume failed to meet the specifications. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Objective lens had a crack. Adhesive around light guide lens was worn out. Light guide lens had a crack. The distal end cover had a scratch. Adhesive on bending section cover had a crack. The right/left knob was deformed. Universal cord had a wrinkle. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Correction to g3 of the initial medwatch. The aware date should be 24-feb-2023. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Facility was aware of the foreign material (bread seed) adhered on the device. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly, or accessories used for reprocessing. Water and air was not supplied to the air/water nozzle. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿yes¿ the instrument channel was brushed flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the el-connector during user handling of the device. It resulted in an abnormality in electrical components and the suggested event occurred. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.